Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2010. During the procedure, the spring washer of the trial acetabular liner came off and fell into the patient's wound. The surgeon was able to retrieve the washer from the patient and there was no significant delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable.manufacture date - unknown, the lot number identification needed to obtain information was not provided.(B)(4).